Manufacturer narrative:
Date of event: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient wanted to adjust stimulation, but reported seeing the "replace patient programmer (pp) batteries" warning message and was not sure what this meant. They wanted to increase stimulation because they "found some leakage" in the morning over the last few days. At the time of the call, the patient didn't have replacement batteries on hand and it was recommended to call back if the patient encounters any further issues with their pp and trying to adjust stimulation. Additional information was received, it was reported that the patient was experiencing leakage and had a bladder infection. Patient reported they tried to use the patient programmer to change the setting and it did not work for them. Patient was unsure if the therapy was not working or if the bladder infection was causing their symptoms. Patient was able to sync with the programmer which showed stimulation was on program 2 at 1.0 v. Patient stated they tried to use their pp since last week, but were not able to get it to work, troubleshooting resolved this issue. No further complications were reported or anticipated.